Manufacturer narrative:
It was reported that the patient underwent knee surgery for a prosthesis on the right knee in 2008 and started experiencing iterative dislocations 3 months ago, while hyper flexing such knee. A revision surgery was planned on (B)(6) 2020. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. A review of risk management files found that the reported failure was documented appropriately. Some potential causes could include but are not limited to traumatic injury or patient conditions. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that a patient, who had undergone knee surgery for a prosthesis on the right knee in (B)(6) 2008, started experiencing iterative dislocations three months ago while hyper-flexing such knee. A revision surgery will be performed to correct the issue. The patient's health status is unknown at this point.